Event description:
Surgeon stated that the screw head split in half before full seating. Resulted in having to use a metal cutting burr to flatten down head in order to insert the liner. Additional info.: 4/30/2024 - left or right side: left.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.